Manufacturer narrative:
(B)(4). A review of the complaint history was conducted for the purpose of this investigation. Product was not returned. Therefore, a physical inspection of the device was not performed. Manufacturing documents were reviewed for lot 5894055. No manufacturing anomalies were detected. Based upon the event description, it appears that prior to docking the top cap, the top cap inner cannula was not advanced an additional distance to avoid contact with the deployed suprarenal stents. Therefore, when docking of the cap was performed, the top cap came in contact with the suprarenal stents preventing the device from being retracted/removed. Per IFU the following instructions are outlined for docking of the top cap: "deploy the suprarenal stent by advancing the top cap inner cannula 1 to 2 mm at a time while controlling the position of the main body until the stent is fully deployed. Advance the top cap cannula an additional 1 to 2 cm and then tighten the pin vise to avoid contact with the deployed suprarenal stent." There is no evidence to suggest the product was not manufactured per specification. Although the exact root cause could not be determined, the event was most likely procedure related resulting from key anatomical elements that complicated the removal of the device. Due to a low risk of occurrence and a high detectability rate, no further risk reduction is required.

Event description:
Prior to the endovascular procedure, a test run was performed to make sure the access was good (no information about the dummy sheath was provided). Afterwards, they decided to bring in the main body graft. The graft is deployed, the top-cap was docked, and then it became stuck in the patient. After the attempt to release the top cap was unsuccessful, a decision was made to open the patient to release the sheath and dilator. The patient died during the procedure due to ruptures in the vessel. The patient expired. Additional information has been requested, however it was not available at the time of this report.

Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
Prior to the endovascular procedure, a test run was performed to make sure the access was good (no information about the dummy sheath was provided). Afterwards, they decided to bring in the main body graft. The graft is deployed, the top-cap was docked, and then it became stuck in the patient. After the attempt to release the top cap was unsuccessful, a decision was made to open the patient to release the sheath and dilator. The patient died during the procedure due to ruptures in the vessel. The patient expired. Additional information has been requested, however it was not available at the time of this report.